Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that resistance occurred within normal range. There was no damage observed to the pipeline pushwire or catheter. Additional steps taken was re-sheathing which is the procedure that must be performed.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal stent region and shaft center. The phenom 27 catheter was damaged. Pipeline was delivered after securing a distal aneurysm with phenom 27 and guidewire (gw). After deployment was initiated and the sleeve was removed, deployment was operated, but it could not be opened at all. Product malfunction was suspected, and when each phenom 27 was taken out from the patient's body and checked, the sleeve bounced upwards, but fuzz was confirmed in the distal portion of the pipeline implant. Furthermore, even when a deployment operation was advanced upward, the stent was not deployed; an initial defect was suspected, and each phenom 27 was replaced. The pipeline was not positioned in a bend. Less then 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. The stent was resheathed and removed from the patients body with the microcatheter. The catheter was flushed as per the instructions for use (IFU). The devices were pre pared as indicated in the package insert. The patient was being treated for an unruptured, saccular aneurysm in the right anterior cerebral artery (aca). The maximum diameter was 7mm. The neck diameter was 3.5mm. The distal landing zone was 4.0mm. The proximal landing zone was 4.65mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The access vessel was the internal carotid artery (ica( with a diameter of 4-5mm. Post-operative findings related to blood flow imaging found no particular problems. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.